Manufacturer narrative:
Health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade unknown device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule(ndr):not applicable as the event is not related to the device. Wrinkling: not observed in the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
A patient reported, "has felt lumps with dips and deep ripples" and anxiety. The patient had an ultrasound to check the lumps to rule out anything other than the implants and was told there was no concern. In a histopathology report, "sections from capsules bilaterally show similar features with underlying fibrosis and patchy chronic inflammation with areas of conspicuous neovascularisation". The patient's physician later reported bilateral "severe capsular contracture", baker grade unknown. The device has been explanted and replaced with a non-allergan implant. This record relates to the right side.